Event description:
Reported via literature article. It was reported that the patient experienced chest pain. A 59-year-old male with atrial fibrillation developed sharp, left-sided chest pain exacerbated by inspiration after undergoing watchman closure device placement. Despite extensive diagnostic evaluations, including electrocardiograms (ecgs), echocardiograms, and cardiac catheterization, the exact cause of the pain remained unclear, with no signs of acute coronary syndrome or pericardial effusion. The patient symptoms persisted despite treatment with colchicine and anti-inflammatory agents including steroids. Due to the severe and persistent nature of the pain, the patient opted for surgical removal of the closure device. This procedure led to a significant resolution of his symptoms. The patient was discharged on the fourth postoperative day in a stable, pain-free condition with plans to start anticoagulation when deemed clinically stable. The patient stated that he is doing well on his two-week post-operative call.

Manufacturer narrative:
B3: estimated as (B)(6) 2025 as the accepted date for the article is noted as such. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: pervaiz, s., azam, a., ali, m., ahma, m., muskula, p., galbreath, t., hassan, m. (2025). A case of idiopathic chest pain following watchman device placement. Clinical case reports, volume 13, issue 8. Doi:org/10.1002/ccr3.70679.